Event description:
It was reported that after the customer changes the cartridge he experiences elevated blood glucose levels. Customer reported blood glucose levels have stabilized.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.